Event description:
During a cataract procedure, the phaco machine (by veritas vision system) was primed and functioning until 3-minutes and 30-seconds of use- the alert called "160 low flow" alarmed in the middle of the case without anyone touching the device- the staff attempted to re-prime the device without success- the device continued to have "error" messages alarm- staff attempted to reach out to "j&j representative in the moment, but no one answered- during the procedure, staff emailed the information to that company rep and waited for a call back, but no response occurred- on [date redacted], staff attempted and was finally able to reach the j&j rep- the company rep stated that "the engineer will be onsite to work on the phaco machine" - the j&j rep also stated that he will be available on site with the next scheduled cases on [date redacted]-